Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred related to a failure of the oxygen blending module. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator "service required" alarm condition occurred related to a failure of the oxygen blending module board. There was no harm or injury reported. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.